Event description:
The customer reported low tidal volume. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
G4: 02oct2019; b4: 03oct2019. The manufacturer¿s international service technician confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported low tidal volume. The device was not in use at the time of the reported event; therefore, there was no patient involvement.